Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03555. The patient has 2 model 3186 scs leads, it is unknown which lead is related to this issue; therefore, both are being reported. It was reported the patient is no longer receiving bi-lateral stimulation as stimulation is only being received on one side. Diagnostics revealed high impedance values and x-rays revealed a kink in one of the scs leads. As a result, the scs lead was explanted and replaced which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.